Manufacturer narrative:
Date of event not given. Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. Unknown usage of the device. (B)(4).

Event description:
It was reported that during an anterior cruciate ligament reconstruction procedure the head broke off of the device in the tunnel. It was removed with another reamer. There was no report of patient injury.